Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn (B)(4) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that errors occurred during a procedure, specifically a 32101 error on console number one. The customer had disconnected one of the consoles, but errors persisted, leading to a conversion to laparoscopic surgery. The initial 32101 error was confirmed on console #1, and it was suggested that the wrong console might have been disconnected. The customer planned to reconnect the other console for future procedures. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: this issue occurred during one procedure. One console was from another system originally to get a dual console set up. During the customer had issue with one console and disconnected an hour previously. They then experienced errors on the second console that was still connected. Csr was unsure if they disconnected the correct console. The procedure was completed with a lap approach. There were no additional port incisions made for the procedure conversion. The defective surgeon side console was not reconnected to the system after the issue was resolved.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board from the console was analyzed and found to have error 40260 when first installed on an in-house system, but that was resolved after the board was force programmed. The ccc board had no further issues and was behaving as expected and therefore the exact cause could not be determined. The complaint was confirmed based on the error logs, which indicates that the device may have contributed to the customer reported issue. Although the probable root cause of the issue is traced to the device, it is unable to be traced more specifically. The issue was unable to be replicated during failure analysis.

Event description:
Refer to h11 for follow-up information.